Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? See below. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event: three points of frustration - irritation of multiple verse tabs breaking on ti rod; frustration using uniplanar advanced reducer and flex-clip difficulty connecting as curve so rotated; uniplanar stripping inside head due to force. Having to bang in final tightener to get it past the stripped point to lock down. Patient was (B)(6) female with a 80 degree double major scoliosis curve. Bending x-rays showed an extremely rigid curve. Mr ember said that the bone was so hard that he had to use a straight thoracic probe which he would not usually use as believes this is dangerous. All screws went in superbly. He chose to use two titanium rods because he was being kind to the system as thought the system would not withstand using cobalt chrome rods. Rods were measured and bent to reflect the desired sagittal alignment. He fixed both curves at the top as this was the less stiff part of the curve and reduced curve onto the two rods. He continued to reduce the left hand rod into the verse tabs and as he was doing this multiple tabs failed using a titanium rod which as you can appreciate this caused frustration. We used the verse reduction tool to help once tabs has snapped off which aided reduction. As mr ember was reducing the right hand rod we used the flex clip pegs for uniplanar screws as these do not have tabs to aid reduction. Due to the severely rotated curve it was very difficult to get the advanced reducer onto the top notch. He asked for the old style flex clip reduction tool and continued to have difficulty attaching this due to amount of rotation of the curve. The final point was the uniplanar screw on the concavity of the lumbar curve had become stripped and we tried several locking caps however this was reluctant to seat. This added at least ten minutes. At this point we thought we may have to take the rod out, remove the screw and replace the rod as this screw is vital. The screw head of the uniplanar had become stripped due to the sheer force. After ten minutes mr ember was able to push down on the final tightener, it kept tripping but was able to pass through the stripped area and lock the set screw into the tulip.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).